Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd unknown nexivia leaked it was reported by the customer that a leak with the bd nexiva IV catheter. The leak resulted in a chemo spill. Rcc received a complaint via email. Email(s) attached. Reported a leak with the bd nexiva IV catheter. The leak resulted in a chemo spill. No patient harm. The leak was found at the tubing closest to the injection port.